Event description:
The reporter contacted animas on (B)(6) 2015 alleging a site/set/cartridge (air bubbles) issue; air bubbles present in cartridge, occurred with >5 cartridges. Troubleshooting by animas customer support determined correct filling technique was followed. The reporter alleged the patient experienced hyperglycemia with blood glucose measuring equal to or greater than 250 mg/dl, but less than 500 mg/dl without symptoms suggestive of hyperglycemia. This reported event does not meet animas¿ criteria of a reportable adverse event. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. The cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.